Event description:
Hcp reports patient presented 2003 for a pump replacement. During the procedure the patient had "a d6-d7 complete spinal block with clinical symptoms. The patient is recovered without any adverse event." The programmer showed stopped pump. The pump was emptied and 7.5ml fluid was aspirated. The expected was 10ml. The pump was interrogated and showed the pump in stopped mode. In 2003 the pump was filled with saline. The expected reservoir volume was 10ml; the actual volume aspirated was 2ml. The pump was then programmed "stopped and empty." Nine days later the pump was refilled with saline and a continuous mode was programmed. The pump was then explanted and replaced in 2004. It was then returned to the manufacturer for analysis.